Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device will not turn on. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint does not replicate, error codes found on the device: - e-15, t-15, t-19, t-74, t-19 communication error, pca burned, blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated, iso port kit, plus contaminated, ui bezel plus flamed, humidifier water tank contaminated. The device was repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.